Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy. It was noted the right atrial (ra) lead was sensing the right ventricle. Dislodgment was noted. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.